Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motion sensor test failure and compromised force sensor system. The blood glucose level of the customer was unknown. The insulin was squirting out and customer was unable to leave from the preparation cycle. Troubleshooting was performed. The product will return for analysis.